Event description:
Vascath exchange over wire. Guidewire in place. New catheter place over wire. Catheter unable to place completely over wire. Guidewire unable to remove. Guidewire sheared as guidewire removed completely. Catheter removed catheter tip intact.